Event description:
The nurse at the facility reported, the system shut down during the case. The patient had been prepped for surgery; however, the surgery had not yet started. The patient was sent home. There was no patient injury. Six cases were cancelled. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system and found that it met specifications. The reported problem could not be duplicated. The service representative replaced the fluidics module due to the customer describing a red stop liquid vent error. Investigation, including root cause analysis is in progress. This report mailed in to FDA on: 11/09/2007.